Event description:
Reported due to infection requiring surgical intervention. The physician attempted closure of an arteriotomy site with the perclose proglide device after an unknown procedure. This was the third procedure within two weeks by the same physician, via the same arterial site. The pt presented to the hospital "a few days" after the third procedure with an infection of the groin. The pt was taken to surgery for debridement and excision of a necrotic arterial wall that was repaired with a venous patch graft. Currently, the pt is on long-term, unspecified antibiotics. Although requested, no additional information was provided.